Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contractures, baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contractures, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of capsular contracture, anxiety-product/procedure, visibility/palpability, calcification and hematoma was received on august 04, 2023, with catalog number: mcghan360cc. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Calcification: white calcification observed in the surface of the shell. Hematoma: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. Brown particles observed inner the device. Observed opening on anterior side assessed as surgical damage. No further actions are required as the device was implanted.